Event description:
The customer detected a smoke odor coming from the immulite 2000 instrument. The customer turned off the instrument until further investigation occurred. There was no fire and no need to evacuate the laboratory. There are no known reports of staff injury or property damage.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined that the cause of the smoke was due to a malfunction in the instrument power supply. The fse replaced the power supply, two power distribution printed circuit boards, homed the instrument motors, and ran controls. The system is performing within specifications. Further evaluation of the device is not required.